Event description:
Complainant alleged that while attempting to treat a pt ,the electrode pad was unable to connect to the multi-function cable attached to the device. Complainant indicated that they obtained a third device and multi-function cable to continue treating the pt. Complainant indicated that the pt subsequently expired. However, it was not related to the reported malfunction. Please reference medwatch no: 1220908-2014-01639 for the first device used in the pt event.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.